Event description:
Asku

Event description:
It was reported that during implant, on multiple positioning attempts, the right ventricular lead dislodged. The physician suspected a malfunction in the helix mechanism. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from the helical channel. There was blood/body fluid on the distal conductor (not obstructed). The inner tubing was kinked/buckled. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). There was a tip seal observation. The lead was stretched. The device is part of the advisory for this model.